Manufacturer narrative:
Date received by manufacturer: 07nov2019. Date of report: 08nov2019. Customer has decided to repair the units themselves. No action requested from manufacture. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17sep2019.

Event description:
The customer reported touchscreen not working. There was no patient or user harm reported.